Manufacturer narrative:
Device evaluated by MFR.: the complaint device nc emerge mr, ous 5.00mm x 15mm, catheter was returned to the complaint investigation site (cis) for analysis. Visual, tactile, microscopic and wire insertion test was performed on the device. A visual and tactile examination of the distal extrusion identified a tear in the outer lumen. The tear was located at 6cm distal from the port exchange and extended distally for 1.3cm in length. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon and a bumper tip showed signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Microscopic examination of the inner wire lumen identified that the inner lumen was stretched 4.6cm from distal tip (extending proximally for 0.8cm in length). A microscopic examination of the tear site in the outer lumen, noted that the inner wire lumen, in the same location was not damaged. Due to the stretching in the inner wire lumen, it was not possible to pass a 0.014inch size wire through the inner wire lumen. No other damage was observed along the device.

Event description:
Reportable based on device analysis completed on 18apr2025. It was reported that crossing difficulties were encountered. A percutaneous intervention procedure was being performed. The 75% stenosed target lesion was located in the severely calcified middle of the right coronary artery. A 5.00mm x 15mm nc emerge balloon catheter was advanced for use but could not pass through the lesion. The procedure was completed with another of the same device without any patient complications reported, and the patient's status was stable. However, returned device analysis revealed a shaft polymer extrusion ruptured.